Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event of a battery and power cord burned was confirmed. Product does not meet medtronic specification. The investigation could not determine the root cause of the event. No corrective action is required, because no trend has been identified. The failure relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report stating that a 186-1046 unit's cable emitted a burned/scorched odor. There was no patient harm reported with this event.